Event description:
It was reported that this system with an implantable cardioverter defibrillator (ICD) and right atrial (ra) lead showed episodes where the atrial channel contained noise over sensing and a signal artifact monitoring (sam) was recorded. It was recommended to review the system with a programmer. The ICD and ra lead remain in service at this time. No adverse patient effects were reported.